Event description:
It was reported that during removal of the yellow protective sheath from a 3 x 40 mm fox sv balloon catheter, the balloon and shaft separated. The balloon had been flushed while still in the packaging per the normal procedure and there was no resistance removing the device from the dispenser. Another same size fox sv was successfully used to complete the procedure. The device was not used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.